Event description:
3/10/2000...addiional info: co received the completed adverse reaction report form from dr with the additional details. Phaco surgery date 1999 right eye. No date of diagnosis was provided for the intraocular infection (no severity provided). Pt has been given a fair prognosis.

Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, co. Has not received the particular details relating to this specific control number.